Event description:
The patient reported that the needle button released on it's own and that it caused for her to experience hyperglycemia with a blood glucose reading of 230 this morning.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the needle button released and the hyperglycemia event could not be confirmed. The needle button was returned depressed, this condition does not correlate with the reported complaint. The needle mechanism was tested and passed with no issue observed. As for the hyperglycemia event; the 2-ring piston is at a position indicative of the device working properly with the amount of bolus doses remaining. The device appears to have functioned as intended.